Event description:
The customer observed falsely decreased sodium results for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID: (B)(6) initial result was 120, repeat result was 140 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.